Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024 due to nausea. Blood glucose at the time of event was 416mg/dl. Patient was given intravenous drip. Length of hospitalization was less than 24 hours. No further information was available.